Event description:
The complaintant has reported that a pt (age and gender unk) underwent a therapeutic procedure in 2006 for hemostasis of a gastrointestinal bleed. The resolution clip device deployed prematurely, in the catheter. The procedure was successfully completed with a new resolution clip device. There was no complication or ill effect sustained by the pt.

Manufacturer narrative:
This device has not been received by the MFR. An evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.